Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that upon presentation for routine follow-up, the patient implanted with this device reported a fall and subsequent black eye from the previous week. Upon interrogation of the pacemaker, two episodes of right ventricular (rv) lead noise and oversensing were observed that resulted in three periods of pacing inhibition lasting up to 5 seconds before the patient's intrinsic junctional rhythm was seen. The patient denied experiencing syncope. System testing was performed and low amplitude noise was reproduced with deep breathing; chest x-ray and ultrasound were unremarkable. Device sensitivity was reprogrammed and fixed output chosen. The patient was asked to return in several months time for additional follow-up. No additional adverse patient effects were reported. This system remains in service.